Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. E1: email address unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants at tooth locations #29 and #20 had fractured and infection present. The implants were removed and the sites were grafted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. The reported implant was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar and screw fragment inside the implant. DHR review for the lot (1235768), and sterilization records (op#(B)(4)) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1235768) and 1 similar event (peri-implantitis) was found. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root causes determined were external factors (patient¿s condition). Therefore, based on the available information, device malfunction did occur, and the reported event (implant fracture) was confirmed. However, the infection event could not be verified as the exact details of event were unknown and since that is a medical condition. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.